Event description:
Reporter reports that her lancet device should be redesigned. Reporter states that when she removes the cap on the lancet and replace the cap per instructions, there could be a potential for a needle stick.